Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who stated the patient will be brought into the clinic for system evaluation. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited out of range pacing impedance measurements on the right ventricular (rv) lead which triggered the lead safety switch (lss) and reprogrammed the pacing configuration to unipolar mode. Additionally, noise was noted that was oversensed causing pacing inhibition of approximately two seconds for this patient. No adverse patient effects were reported.